Event description:
It was reported that the system displayed error messages, produced arcing noises, flashing monitors, and no image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board. The system operates as intended.